Event description:
The reporter stated that, the surgeon was advancing a 23.5 diopter three piece silicone lens in the msi-tm injector, and the plunger on the injector was bending one of the haptics. This was prior to insertion and no pt contact or injury.

Manufacturer narrative:
H: other - the product pertaining to this claim was not rec'd, however, the lens was rec'd and a visual inspection shows one haptic is bent. There is clear surgical residue/debris on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the cartridge was not returned for evaluation.